Manufacturer narrative:
(B)(4). The customer reported the unit has no display. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the issue was verified. Multiple parts were replaced to resolve the issue. We are unable to determine the cause of the malfunction because multiple parts were replaced.

Event description:
The customer reported the unit has no display. There was no report of pt involvement.